Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6)2024. Following j&j medtech procedures, a visual inspection, electrical test and magnetic test of the returned device were performed. Visual inspection revealed that there was a reddish material and a hole on the pebax surface. The device was connected to carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The electrical issue and icon jumping issue reported by the customer could be related to the reddish material found on the pebax; therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: -the carto® 3 system instructions for use (IFU) contain the following information: verify that metal objects have not been introduced into the field. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the catheter's handle is at least 30 cm from the location pad. Replace the cable or the catheter. -the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. It was reported that the catheter was "sliding across the screen and was shaking" during ablation on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. Upon inspection of the catheter, they noticed blood in the chamber of the catheter. It was also reported that there was noise on ablation 1-2 on the carto 3 system and the recording system only when on ablation. The cable was replaced with no resolution. They continued the procedure without further troubleshooting. The issue was intermittent as the noise issue did not occur during every ablation. After the procedure, as the physician was pulling out the catheter, they noticed blood in the chamber of the catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024, observed reddish material and a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on (B)(6)2024 and have assessed this returned condition as reportable.